Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps slipping off mid-brushing - oral-b [device breakage] case narrative: male consumer via phone reported that the oral-b toothbrush heads kept slipping off from the oral-b genius toothbrush mid-brushing. No injury was reported. 24-jan-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3765 genius. The suspect product lot number was bb608310651. No injury was reported.

Manufacturer narrative:
19-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head keeps slipping off mid-brushing - oral-b [device breakage]. Case narrative: male consumer via phone reported that the oral-b toothbrush heads kept slipping off from the oral-b genius toothbrush mid-brushing. No injury was reported. 24-jan-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3765 genius. The suspect product lot number was bb608310651. No injury was reported.